Event description:
The customer reported that on the third morning she wore this pod her blood glucose measuring 328 mg/dl at 10:04 am (two hours after breakfast), so she corrected with a 9 unit bolus. At 11:57 am her bg was 446 mg/dl, so she removed the device and observed that the adhesive was wet and the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results to get above 250 mg/dl, follow the treatment advice of your healthcare provider."